Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm was noted. The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery out limit alarm was noted. The buttons responded properly. However, slight moisture damage was noted at the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, broken belt clip slot, minor scratches on the display window and a shifted and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm. Customer removed then reinserted the battery, the buttons were not responsive. Customer was unable to clear the battery out limit alarm. Customer's blood glucose was 165 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.